Event description:
During an esophagogastroduodenoscopy (egd), a cook disposable hemostasis clip was used at the gastroesophageal junction. The physician attempted to use the clip and close down on the area. However, upon touching the tissue it [the clip] immediately fell off [the deployment device] in the partially closed position. The clip was left to pass naturally through the gastrointestinal tract. Another cook disposable hemostasis clip was opened and tested prior to patient contact, but the same difficulty occurred. The physician elected to use a boston scientific resolution clip to complete the procedure, but this clip failed as well. A cook six shooter saeed multi-band ligator was used to finish the procedure. The patient ID not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.